Event description:
The customer reported the image processing system is not working and needs to be replaced. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image processing computer board. System operates as intended.